Event description:
Revision for fracture.

Manufacturer narrative:
Catalog number and lot number not supplied, so manufacturing records could not be reviewed. Encore continues to pursue additional information, which will be submitted if it becomes available. This is the final report.